Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) via a manufacturer representative reported that the original implantable neurostimulator (ins) battery was moved to a new pocket on the right side due to a seroma at the left pocket site on (B)(6) 2016. There had been swelling at the left pocket site and seroma was diagnosed. The left pocket did not have signs of infection and prior labs did not indicate infection. There was clear fluid in the pocket and the patient had a pocket revision. It was unknown if any environmental, external, or patient factors may have led to the issue. A new battery was implanted and the impedance check was within normal range. The ins was replaced and would be returned. The issue was resolved at this time and the patient was alive with no injury. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.